Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement into the introducer sheath inadvertent mishandling and/or interaction with the introducer sheath resulted in the reported tip break. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat an unspecified lesion. The balance middleweight guide wire tip became partially separated in the introducer sheath but remained intact. The guide wire was simply removed, and a new unspecified guide wire was used to successfully continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat an unspecified lesion. The balance middleweight guidewire tip became partially separated in the introducer sheath but remained intact. The guidewire was simply removed, and a new unspecified guide wire was used to successfully continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.